Event description:
Sorin group rec'd a report that the 3t heater-cooler did not heat adequately during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the heater-cooler sys 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the 3t heater-cooler did not head adequately during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication with the customer, (B)(4) learned that all the devices in use at the facility were drained and re-filled. The facility biomedical engineer reported that the units and were left unused for 6 weeks and when they began to use the devices again and went to drain them, the water had a crystal green salty appearance to it. The units were rinsed, filled with sterile water and drained again. After performing this process multiple time, the facility reported that the units seemed to be fine. A (B)(4) field service representative was dispatched to the facility to investigate and was unable to reproduce the reported issue. The units were functionally tested and returned to service. After cleaning and removal of these particles the customer did not experience any recurrences. It is possible that the observed particles lead to the reported warming issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.